Manufacturer narrative:
Lot# 121474. Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to have its tip fractured via visual inspection. No relevant manufacturing issues were found that may have contributed to the reported failure upon manufacturing history review. Conclusion: the manufacturing history review revealed the age of the device to be almost 4 years. The IFU for the instruments states that the instruments may fracture depending on the age of the device, the number of times they are used as well as the precautions taken in handling, cleaning and storage. Therefore the probable root cause of the reported event is noral wear and tear of instruments.

Event description:
It was reported that the tip of threaded t-handle broke while inserting implant to the inserter. Nothing broke inside the patient.

Event description:
It was reported that the tip of threaded t-handle broke while inserting implant to the inserter. Nothing broke inside the patient.